Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported keypad broken with duplicate output, which was confirmed during evaluation. Visual inspection found the cause to be a damaged front case and failed keypad. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken keypad. It was later clarified by the customer that when pressing any button it would double that digit. There was no known patient injury or medical intervention associated with this event. No additional information is available.